Manufacturer narrative:
The patient codes have been updated to include (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Previously reported in regulator report 3007566237-2018-00558 information was received from a consumer regarding an implantable drug infusion device. The drug being delivered was morphine and ritalin, with an unknown dose and concentration. The reason for use was failed back surgery syndrome and non-malignant pain. It was reported that there was trouble with the last pump. The patient has been in withdrawals in the past. The patient had experienced 5-6 previous withdrawals, but did not know any information regarding drug information or event dates for the withdrawals because it¿s ¿been awhile.¿ the caller only reported that the previous healthcare professional (hcp) went on a ¿drug holiday,¿ turned the patient¿s setting ¿really low,¿ and the hcp left the country. ¿the only other doctor that gave him medication he takes besides blood pressure, fell, and it didn¿t work.¿ the caller reported that the drug was ritalin and the patient went through ritalin and morphine withdrawal. During the call, the consumer referred to withdrawals as ¿low pump syndrome.¿ the caller reported that it was ¿puffy around the last pump.¿ ¿for a year, that pump was hugely, my husband is so scrawny, you wouldn¿t believe it, it was hugely bloated around it, and when he replaced it, he told me that thing was leaking, and maybe that¿s why he was feeling so awful for the past year, and he said he never noticed it, but that¿s not true, because my husband had been in to see him and told me that he specifically asked him about why it was so puffy, because its leaking all around it, so all of his medication was dripping out, around the pump.¿ later on in the call, the caller said that it¿s been two years in may since this happened. They replaced the pump in may, ¿in you could see it for a long time for the previous pump.¿ caller said that it turned out ¿it was leaking around the shunt.¿ the caller noted that was ¿never replaced since he had the pump put in.¿ there were no further complications reported/anticipated. New information; additional information was received from the healthcare professional (hcp) on (B)(4) 2018. It was reported that the leaking was first noticed ¿intermittently since pump placement.¿ there was variable pain control with intermittent withdrawals and withdrawal symptoms, and swelling around the pump. The cause of the leaking was noted as the ¿connector between connection piece and tubing.¿ the pump was replaced on (B)(4) 2018. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0056577r, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient via a manufacturer representative (rep) who was receiving morphine (25 mg/ml, 3 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient was also taking percocet and ritalin. The patient's medical history includes "smoke; hep c". On (B)(6) 2018, the patient experienced withdrawal symptoms. There were no environmental, external, or patient factors that could have led or contributed to the event. On (B)(6) 2018, a dye study and rotor test were performed (results were not reported). The rep stated, "will need surgical intervention. Connection between sc (sutureless connector) at pump pocket and catheter has leak". Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of this report. The patient's status was reported as alive - no injury.

Manufacturer narrative:
Product ID 8709 lot# j0056577r (B)(4) implanted: (B)(6) 2000 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018-, additional information was received from the rep. The results of the dye study was "connection between sc (sutureless connector) at pump pocket and catheter has leak". Surgical intervention occurred 2 days after the initial report. The sc connection piece and catheter piece had become unconnected. It was reconnected and the patient was doing well. The hcp did not know why the connection became unconnected. Nothing was removed. The rep "assumed the catheter was the 8709 on file".

Manufacturer narrative:
The device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.